Manufacturer narrative:
D4: UDI: as the lot and serial number for the device involved in the event were not provided, the full UDI is currently not available. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture, capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent primary breast augmentation with two mentor memorygel breast implants. Post-operatively, the patient was diagnosed, via MRI, with left breast implant rupture. As a result, the patient underwent bilateral breast implant removal and replacement surgery on (B)(6) 2025. During the surgery, the patient was also diagnosed with capsular contracture (baker grade unknown). Subsequently, the implants were replaced with the following: (left) 650cc mentor memorygel breast implant catalog: 3506504bc lot: 2029094 sn: (B)(6) and (right) 650cc mentor memorygel breast implant catalog: 3506504bc lot: 2029094 sn: (B)(6). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On january 8, 2026, mentor received additional information that indicate that the suspect medical devices' serial numbers are the following: (B)(6) for the left and (B)(6) for the right. Mentor also became aware that the reports 1645337-2024-03740 and 1645337-2024-03739 are duplicates of this complaint file. From now on, all supplemental reports for these reports will be submitted under this complaint file.

Manufacturer narrative:
On february 21, 2025, mentor received additional information indicating that the patient wanted for mentor to return the implants to her surgeon's office after the evaluation since she believes they were ruptured due to domestic violence. On march 6, 2025, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Per the returned devices, mentor became aware that the suspect medical device's lot numbers are: (left) 6613977 and (right) 6586878. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted.

Manufacturer narrative:
On march 13, 2025, the product investigation was completed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned device revealed that the sm mpp gel 450cc breast implant was found to be ruptured, received in two (2) parts. In addition, an area of shell abrasion was observed on the edges of the rupture. These findings are consistent with normal wear of the device. Shell abrasion suggests in-vivo folding or creasing of the device, which may be caused by continuous and sustained stresses to the device, such as an excessively small breast pocket or the folding or wrinkling of the shell within the breast pocket. In some cases, breast implants may also experience normal wear over time. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria, and that normal wear may have caused the observed defect. No corrective and preventive action (CAPA) is required now.